Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant procedure of a low voltage lead the physician experienced positioning / placement difficulty and non-ideal parameters in the form of poor threshold values. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.